Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by batteries and power module could be indicative of driveline damage. The report of suspected device thrombosis could not be confirmed during this investigation. The submitted log files, which contained data from (B)(6)2020 to (B)(6)2020, and (B)(6)2020 respectively, captured pump stop events on (B)(6)2020 and (B)(6)2020 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on both the power module (pm) and batteries, suggesting an issue with the driveline. Heartmate ii lvas, serial number (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. This section also outlines indications of thrombus and how to respond to such events. This section provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook document is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number #2916596-2021-01877

Manufacturer narrative:
The previous driveline repair is referenced in manufacturer report number #2916596-2019-04751. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis revealed speed drops, and pump stops on (B)(6) 2020. This was likely caused by driveline issue, or something being ingested into the pump such as device thrombosis. The patient had a driveline repair a year ago and the problem was not solved. Log file review also found driveline disconnects. The issue appeared to be a phase-to-phase. Driveline x-rays were requested. Ramp test suggested cannula obstruction. The patient had heart failure iii, and lung congestion. There were no signs of low cardiac output. Anabolic-androgenic steroid (aas) was added, and the patient was listed for urgent heart transplant. On (B)(6) 2020, the patient underwent pump explant and the device was not returned for evaluation.